Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "infection", and "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in ck1, ck2, ck3, t1, l7, c1, and juvéderm® volift¿ with lidocaine in ck3, and m1. Bruising was observed. Two weeks later, patient received injections of juvéderm® volbella¿ with lidocaine in tt1, tt3, lp8, and nose, juvéderm® voluma¿ with lidocaine in jw1, jw2, jw3, jw4, c1, and c2, juvéderm® volift¿ with lidocaine in lp1, lp3, nl2, nl3, nl4, c1, and "mcross". Hcp observed a bruise near the tear trough. Two months later, the patient was injected with juvéderm® voluma¿ with lidocaine in jw4, and juvéderm® volift¿ with lidocaine in nl1, nl2, and nl3. Patient "now presented with an infection." Treated with antihistamines, "water tables," and antibiotics. Patient's symptoms are improving, "still has lumps under the skin." This is the same event and the same patient reported under MDR ID# 3005113652-2018-01132 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01133 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01134 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01135 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01138 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01140 (allergan complaint# (B)(4)), MDR ID# 3005113652-2018-01179 (allergan complaint# (B)(4)). This is the first MDR submitted for the second injection of suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported patient's symptoms have resolved.